Event description:
It was reported that on (B)(6) 2013, the procedure was to treat a lesion in the distal left anterior descending artery. The 2.25 x 18 mm mini vision and the 2.5 x 23 mm mini vision stents were implanted in the lesion successfully. The patient was on angiomax during the procedure, and placed on plavix post-procedure. On (B)(6) 2013, the patient presented with chest pain. Thrombosis was confirmed and the clot was removed with an aspiration device. The patients medication was switched from plavix to effient. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The 2.25 x 18 mini vision referenced is being filed under a separate medwatch report.